Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's interface board, power management board, and internal battery were replaced to address the issue. In addition, the front enclosure and handle were replaced.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's interface board, power management board, and internal battery were replaced to address the issue. In addition, the front enclosure and handle were replaced. The internal battery, power management board, and interface board were further evaluated by the product investigation lab. The parts were all found to operate as designed with no faults found.